Event description:
As reported, approximately 5 years post the initial right total shoulder arthroplasty, the patient was revised. One peg and cage also dissociated and were removed. Metallosis was seen, most likely due to the pegs/cage being exposed to the head. The stem was loose as well. Explanted all hardware and revised to an antibiotic spacer. All parts/pieces were removed from the patient. There was a 45 minute surgical delay, but no adverse events as a result. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported was likely the result of fracture of the polyethylene center and superior pegs from the glenoid body leading to glenoid wear and migration, as well as abnormal articulation between the humeral head and retained center cage. It is unclear if the reported humeral loosening was a contributing factor to the event. However, the humeral loosening and series of events cannot be confirmed as the devices were not returned for evaluation and no initial post-operative radiographs were provided. D10: 300-10-45 - equinoxe replicator plate 4.5mm o/s 300-20-02 - equinox square torque define screw drive kit.